Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of exposure and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported that one of their patients who received a xen 45 gel stent implant experienced some problems and they had to remove the implant. The xen eroded/became exposed and they did adjustments, but the patients iop remained uncontrolled, leaving them with no alternative but to remove the xen and replace with a different implant.